Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was the patient reported they have not used the stimulator in about 3 years because the stimulation would not stay put. Patient stated that they would be sleeping and wake up in the middle of the night with the stimulation going full blast and it pissed them off so they stopped using the device. Patient mentioned the last time the patient charged the implant was a while ago. Agent reviewed with patient their equipment can be used to put into MRI mode and reviewed MRI eligibility form hcp can fill out. Agent reviewed role of manufacturer representative (rep). The patient was redirected to their healthcare provider to further address the issue.  Rep was told by patient's physician's assistant that the spinal cord stimulator (scs) hasn't been used for 3 years because patient hasn't needed it. Implant is likely in overdischarge.

Manufacturer narrative:
B3 event date is approximate. Year of event is confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.